Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, indicating that they were returning the product related to a recall. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/19/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2015 with the following findings: during investigation, a review of the pump histories showed there were no issues related to the event. The pump powered on and displayed the verify screen; the audible and vibration alarms functioned properly. A test battery cap was used for testing. The pump performed all testing successfully and was found to operate within specification. There was no defect found during investigation.